Event description:
Reportedly, two instruments placed properly formed staples on the tissue, but did not transect the tissue cleanly. As a result, the tissue tore and another instrument was used to maintain hemostasis and complete the case without further incident. Patient claims this happened twice with two different cartridges. Procedure: wedge resection, patient status: no patient injury reported.